Manufacturer narrative:
Covidien/medtronic reference number (B)(4). The customer did not retain the model and lot number which determines the date of manufacture and the 510k. Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
Covidien received a report that the cuff on the tracheal tube would not inflate. Covidien is requesting additional information regarding the circumstances of this patient event.